Event description:
It was reported that the customer was in the emergency room due to ketones and high blood glucose over 700mg/dl, and her blood glucose was treated with manual injections. The customer experienced nausea, vomiting, and fatigue. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the mother to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller that the insulin pump is functioning as designed. Instructed the mother to change the entire infusion set and reservoir. The mother mentioned that the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.